Event description:
It was reported to philips by a customer that the unit displayed check vent machine autozero failed and the o2 tank emptied fast. The ventilator was in transit while it was on a patient. There was no patient harm reported. The biomed stated it was reported to him that unit was displaying a check vent the machine auto vent failed and quickly uses up the 02 tank. The biomed could not duplicate the autozero failure on the unit and stated the o2 tank was empty. He stated the unit did not malfunction and is back in service. The biomed stated he found no malfunction with unit. The unit was returned to service. No other anomaly was reported. If additional information is received at a later date, this complaint will be re-opened and re-evaluated accordingly.